Manufacturer narrative:
Concomitant medical devices: 800sr32, annuloplasty ring, implanted: (B)(6) 2015; 690r32, annuloplasty ring, implanted: (B)(6) 2015; 305u225, aortic valve, implanted: (B)(6) 2015; 407652, lead, implanted: (B)(6) 2009; dtmb1d4 crt-d, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing thresholds. The patient was noted to have experienced intermittent diaphragmatic and phrenic nerve stimulation. The lead was capped and replaced. Lower thresholds and no stimulation were noted on the new lead. No further patient complications have been reported as a result of this event.